Event description:
It was reported during a routine check ,the cs100 intra-aortic balloon pump (iabp) shows display is flickering issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) on has checked and found that the unit needs replacement of cable, display d012-00-1429 spare part as soon as possible. The fse later has removed the cable, display and refixed it properly and the display is fine. Unit is kept under observation. Then the fse removed the cable, display and replaced with a new cable, display d012-00-1429. Now the display is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
N/a.